Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the detachment of the device was confirmed. The reported difficult to position could not be replicated in a testing environment due to the condition of the returned device. The investigation determined the reported difficulties appear to be related to the circumstances of the procedure. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the moderately calcified, moderately tortuous, left anterior descending (lad) artery, the mini vision stent delivery system (sds) was advanced multiple times with resistance with the guide catheter when the shaft became separated near the distal hub area. The device was removed without reported issue. A different vision stent was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.